Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked or motor error alarm noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by a territory manager that the customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 39 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller reported 3 no delivery alarms with different infusion sets and a motor error alarm that was allegedly causing over delivery. The customer was unable to clear the alarm. Troubleshooting was not completed as the pump was unavailable at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The updated information has been provided with this report.

Event description:
The customer was hospitalized due to injuries sustained in a car accident that was caused by a low blood glucose of 39 mg/dl on january 4, 2020. The customer was not wearing the insulin pump at the time of the incident and had not been using the insulin pump since mid (B)(6) 2019. The customer had stopped using the insulin pump due to recurring insulin flow blocked alarms, insulin pump error alarm and motor error alarms. The customer was using multiple daily injections at the time of the car accident and hospitalization.